Manufacturer narrative:
This MDR is created as an additional follow-up to MDR record # 2125050-2020-00351, initially reported on 22-apr-2020 through esubmitter. This MDR is to reflect the additional information received. A titan otr pump, and two cylinders were received for evaluation. Examination and testing of the returned components revealed a separation in the pump inlet tubing at the tubing/strain relief junction. Testing revealed this to be a site of leakage. Microscopic inspection revealed an area of abrasion, indicating that the tubing had been kinked and abrading against itself for some time. No functional abnormalities were noted with cylinder 1 or cylinder 2. Based on examination of the returned product, it was concluded that the abrasion mark noted on the pump inlet tubing, indicating it had kinked and abraded against itself for a period of time while in-vivo. This positioning, in combination with device usage over time, may have contributed sufficient stress(s) to cause a separation of the pump inlet tubing at pump inlet tubing/strain relief junction. A separation of this type could then allow the loss of fluid, rendering the device inoperable. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
According to available information, cylinder leak (holes). Pump tubing leak (tear). Only pump replaced.